Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's parent that the customer got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 48 mg/dl at the time of the incident. The customer's feeding tube was damaged or disconnected and led to the low. The customer was most likely wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the call was disconnected. The customer's insulin pump was lost at the hospital. The insulin pump will be returned for analysis.